Manufacturer narrative:
Further information from the reporter regarding time of the event and whether or not a backup device was used will be requested. No additional information is available at this time. Clarification to serial number: (B)(4). Device labeling: precautions the xen gel implant and injector should be carefully examined in the operating room prior to use.

Event description:
Healthcare professional reported "no xen implant inside the injector."

Manufacturer narrative:
Device analysis: the injector components were loose in the box with no other packaging components the syringe case halves and cam assembly halves were separated in the box. There was no implant in the unit needle or the packaging. Device history records post lot release for a missing gel stent are not required for the complaint because the root cause is very unlikely due to a manufacturing issue. The most likely root cause is either the doctor or surgical staff tilts the injector and the gel stent falls out, or when the retention plug is removed from the needle static force could potentially cause the gel stent to come out of the needle.

Event description:
Healthcare professional reported "no xen implant inside the injector."